Manufacturer narrative:
Combination product: yes the lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific provided the following information: an automatic safety switch from bipolar to unipolar occurred on (B)(6) 2025 due to an rv pace impedance measurement of >3000 ohms. Bipolar 570 ohms, threshold 1.1v bipolar, no noise with isometrics in bipolar. One v-4 event on 2/28/2025 with oversensing of what looks like myo noise and inhibition of pacing for 3.5s. This would have been in bipolar and prior to the first lss to unipolar for > 3000 ohms on (B)(6) /2025. Patient has been programmed to unipolar pace/sense with rv sensitivity set to 10mv and has had no issues with oversensing or stored events with noise. Device currently remains implanted. Should additional information be received, this file will be updated.